Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that no insulin drips were observed to be dripping out of the cartridge tubing during the load fill tubing sequence. The issue continued to occur with four cartridges. Blood glucose level was 400 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.